Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 39565, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare provider (hcp) reported the patient had undergone "several reprogramming sessions because some initially used contacts were abnormally high" with impedances noted to be "above 10000 ohms." It was further reported there were &#61961;gh impedances on several contacts." As a result, it was noted the patient's parameters were extremely high" and the patient's implantable neurostimulator (ins) depleted "within two years." The patient experienced a "return of pain" and underwent reprogramming sessions" a result of the event. It was noted that nothing had happened that could have provoked a lead fracture for the patient. Upon disconnecting the patient's depleted ins at the time of report, high impedances were confirmed on the patient's lead and extensions. The patient's leads were replaced as a result of the high impedances and the patient's extensions were also replaced in order to implant a completely new system. The full replacement of the patient's system reportedly resolved the issue and the patient was "receiving good therapy again" following the procedure. It was noted the patient's explanted leads were "cut during explant to facilitate new product place ment. The patient was alive with no injury following the replacement procedure. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device analysis for the unknown lead revealed no significant anomaly. The lead body was cut thru, product segmented. It was noted the lead received in pieces; pieces indicate only a single lead received. Device analysis for extension njb145164v revealed the extension body conductor was broken 5-10cm from the proximal end. The #3 conductor was broken 6.7cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.